Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had visited the emergency room due to high blood glucose level of 300's mg/dl. The customer also experienced dehydration, could not drink enough and had nausea. The customer also reported that they had gastro paresis and sometimes had episodes. The customer was treated with 2 liters of fluid. The customer reported issue with battery cap. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.